Event description:
It was reported that the rigid video scope had a broken gray piece. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: the protector of the video cable section is torn a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: protector of the video cable was damaged. The device was returned to olympus for inspection and the reported failure was confirmed. Olympus will continue to monitor field performance for this device.